Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 57-343 mg/dl.

Manufacturer narrative:
Device not returned.